Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Event description:
Healthcare professional reported right side "rupture" diagnosed via us and found the implant "completely broken with total loss of the prosthetic gel." Device was explanted and replaced with an unknow manufacturer's device.

Manufacturer narrative:
Additional, changed, and/or corrected data: b3, d1, d2a, d2b, d4, d6a, d6b, g4, h4, h6. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported right side "rupture" diagnosed via us and found the implant "completely broken with total loss of the prosthetic gel." Device was explanted and replaced with an unknown manufacturer's device.